Event description:
Used the icy hot heat therapy patch on my lower back because I have spinal stenosis. The patch worked well for the pain; however, when I removed the patch after wearing it for 6 hrs, I had three burn marks on my lower back, one of which was quite severe. The scab on the one burn mark did not heal for three weeks. The other two burn marks were not as severe and smaller. Also scabbed over but healed quicker. Dates of use: 2008. Diagnosis or reason for use: relief from pain of spinal stenosis. Event abated after use stopped or dose reduced? Yes.